Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7141005/7138845.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was noted that patient had experience discomfort and pain around the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. The explanted device will not be return as it was being thrown away.